Manufacturer narrative:
The event is no longer reportable. There will be no more additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying that they did not have an intrathecal pump. It was stated that the allegations were about the clip on the recharging belt. The patient had received their replacement recharging belts and everything was fine.

Manufacturer narrative:
Concomitant medical products: pain stim lead 977a260 (va0qk4h016 and va0qk4h017) and pain stim ipg 97714 (nmd716794h) were applicable to this event. (B)(4).

Event description:
Information was received from the female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was not known. The concomitant medications and patient history were not reported. The patient reported that her "clip" was broken on her "pump." The device serial number (device implant query did not have a pump), the drug, manufacturer of the pump, clarification of the clip that was broken, symptoms, and the steps taken to resolve the issue remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.